Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was going to the main menu and would not bolus. Customer stated the device was priming on its own. Customer was trying to do a set change. Customer's blood glucose was 198 mg/dl. Customer reported she wore her device in her bra and sweat got on it, as a significant event that may have led to the button error alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.